Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The patient was hospitalized for peritonitis. Treatment details and cause of the event were not reported. On an unknown date, the patient passed away. It was not reported if the patient had recovered from the peritonitis. The cause of death was not reported; nor was it reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.